Manufacturer narrative:
UDI: (B)(4). Investigation summary:according to the information provided, it was reported that the vaporization feature of the vapr tripolar 90 suction electrode became out of order with error sound right from the beginning. On the other hand, coagulation worked fine. They checked the electrode in question postoperatively and found as follows: 1. When the electrode was directly connected to the main unit, vaporization worked normally. 2. When the electrode was connected to a footswitch, the error message ¿output shorted¿ was shown with a beep. The device was received for evaluation. Visual inspection revealed that the cable and the connector are in good condition as well as the pins. The tip shows signs of activation. The device was sent to the manufacturer for further testing. Manufacturer evaluation result for vapr tripolar 90 suction elect: device was not returned in the original packaging. The active tip of device shows signs of activation with tissue debris around the periphery. The suction tubes show signs of procedural residue. No visible damage on shaft, handle and cable. The electrical test was performed, as a result, the hipot active-return, hipot active-cut return and hipot return-cut return failed. Functional testing was conducted using vapr vue generator (gml4854/2); the flow rate test passed. The activation test on ablation failed for footswitch and handswitch. Manufacturer summary: from our investigation we were able to confirm the customer reported issue. It would appear likely that the customer problem has been caused by a faulty wire insulation - defective component. Process controls are already in place to maximize the likelihood of detection of this failure mode, and a review of the product manufacturing plans has shown no changes to the manufacturing process have been introduced in the last 12 months which would increase the occurrence of failure. A review of our complaint records over the last twelve months for the complaint device product code tripolar electrode (225228) shows this defect to be an isolated case. Therefore the defect seen from this complaint is considered to be in line with the expected rate detailed in systems risk assessment document. An nc was opened to track this failure with the supplier (nr-0163530). A deeper investigation will be performed under this action. A DHR review has been performed for lot u2008084; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that the vapr tripolar 90 suction electrode had a damaged connector that when it was connected to a footswitch, the error message ¿output shorted¿ was shown with a beep. During in-house engineering evaluation, it was determined that the active tip on the device showed signs of activation with tissue debris around its periphery as well as the suction tubes with signs of procedural residue. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.